Event description:
It was reported that during a meniscus repair, the fast fix 360 t1 failed to deploy. There was an implant breakage that occurred using the device inside the patient. It was removed. The procedure was completed with non-significant surgical delay using a back-up device. The patient status is fine, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11, h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include failure to fully actuate the device during implantation and an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.